Event description:
It was reported that the patient that is implanted with the deep brain stimulation (dbs) system experienced a fall resulting in a serious injury to the face requiring maxillofacial surgery and hospitalization. The physician indicated that the fall was due to issues with his bowels due to his preexisting parkinson's disease and poor management of medications. Multiple high impedances were detected on both leads and a return of the preexisting symptoms due to parkinson's disease, which were thought to have been damaged by the impact of the fall. Imaging was performed the leads and lead extensions and migration was suspected, the implantable pulse generator (ipg) did not exhibit any damage. The patient's system was reprogrammed, restored adequate therapy and provided symptom control. It was also noted that the patient presented with a rash on their head was prescribed antihistamine, and infected lacerations on their hands for which they were prescribed antibiotics.

Manufacturer narrative:
Brand name: null. Upn: m365db3128550. Model: db-3128-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Brand name: vercise? Cartesia?. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).